Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of the detached component was confirmed; however, the catheter interaction issue with introducer sheath could not be confirmed. The outer shaft, distal balloon, and the distal end were not returned. The outer shaft separated from the strain relief at the distal end. Further investigation could not be performed because the outer shaft, distal balloon, and the distal end were not returned. The cause of the reported detachment and ivl catheter interaction with the sheath could not be definitively determined based on the available information and investigation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The catheter successfully delivered 300 pulses. Upon device removal, the ivl catheter balloon caught on the sheath and separated from the shaft of the ivl catheter. No balloon fragment remained inside of the patient. The physician was able to remove the balloon and shaft of the ivl catheter together. It was reported that the balloon was completely deflated and it was removed with full negative pressure on the indeflator. The separation was noticed before the balloon came completely off the shaft.. There was no patient harm reported and the physician stated that the patient is doing well.